Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the picture was fuzzy due to adhesive peeling around the light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the picture of the gastrointestinal videoscope was fuzzy. The event occurred during reprocessing. There was no patient involvement.